Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. DHR for vue pump (B)(4) has been inspected - no issue has been found. Failure analysis has been performed. Pump has been plugged and switched on production area. The right motor did not work - the pressure raised, but did not decrease. This problem occured, because there was no magnet in the door. The right motor is responsible for liquid outflow and pressure drop. The new magnets have been assembled in the doors according current production process. Pump has been tested and it passed all tests with positive results. Details can be found in the attached reports. A review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during pre-surgery, it was observed the pressure on the pump system device would rise and did not go down. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.